Event description:
The customer obtained a falsely depressed sodium (na) result for the patient sample ID (B)(6) on the dimension exl system with serial number (B)(6) and did not report the result to the physician(s). The customer used the same sample and an alternate dimension system to perform repeat testing and noted that the repeat result was in the normal range and considered correct. There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
An outside of the united states (ous) customer obtained a falsely depressed sodium (na) result for the patient sample ID (B)(6) on the dimension exl system with serial number (B)(6) and did not report the result to the physician(s). The customer used the same sample and an alternate dimension system to perform repeat testing and noted that the repeat result was in the normal range and considered correct. A siemens cse (customer service engineer) was dispatched to the customer site and performed services, which included troubleshooting, replacement of parts, and monitoring the dimension exl system. Siemens evaluated the information provided and services performed and replaced the system. The potential cause of the falsely depressed sodium (na) result is unknown. No further evaluation was required. MDR 2517506-2023-00214 was filed for the same event.